Manufacturer narrative:
The leads remain implanted and are not available to saluda for analysis. The root cause of the lead migration cannot be definitively determined; however, the patient¿s involvement in a motor vehicle accident may have contributed to the migration of the leads. The evoke scs system surgical guide states "lead migration or suboptimal placement, which may result in undesirable stimulation changes and the patient may require surgery (including revision, explant, and replacement) as a result¿. Device information of both leads which migrated are identical.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for lead migration after being involved in a motor vehicle accident. An x-ray was obtained and confirmed migration of both leads. Reprogramming was performed and the therapy was restored using an open loop program. A revision procedure was completed to resolve the issue and restore therapy in closed loop.